Event description:
An occlusion issue with the pump was reported. There was no adverse impact to the customer's blood glucose level. It was recommended that the pump be replaced. Reportedly, the customer continued to use the pump for insulin therapy.